Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient was undergoing lead testing post implant prior to closing the pocket, loss of capture was noted on the right ventricular (rv) lead. The sensing and impedance was found to be normal. The rv lead was disconnected, and reconnected but non-capture was noted. The lead was then disconnected and connected to external analyzer to rule out the device malfunction but still exhibited loss of capture. The physician attempted to reposition the lead, but it did not capture. The lead was not used and replaced with new lead at same position. All the parameters were within normal limit. The patient was stable.